Manufacturer narrative:
The device was returned and evaluated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The device was determined to meet all product specification and the reported event was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid of a homechoice device was too hot during the fill cycles of the peritoneal dialysis therapy. The home patient was connected during the event and stated he had extreme pain during the fills because the fluid was too hot. The comfort control was set to 35; however, the patient's baseline body temperature was not known and the temperature during the filling phases were unreported. The actual temperature of the infused dialysate was also unknown. The cycler was swapped and renal therapy services discussed the use of continuous ambulatory peritoneal dialysis until the new device arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.